Event description:
It was reported that the physician could not insert the intra-aortic balloon (iab) through the sheath. It was a difficult access. The customer dilated multiple times so that they could use the sheath for access, but they were not able to get the sheath to advance. They then tried to insert sheath-less, but were not able to get the iab to advance. They ended up using another 8fr to dilate and were then able to use the iab sheath system. However, when they went to enter the iab it would not advance. They opened and successfully inserted a second iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: cath lab inventory manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.